Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a vessel dissection occurred. The 100% stenosed lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). Vascular access was obtained via the left brachial artery. A 300cm v-18 control guide wire was advanced and a non-bsc 4fr 140cm guide catheter was also advanced and used to support the v-18 guide wire, however, the v-18 could not cross the lesion. The wire was exchanged to a non-bsc device. Next, a 4mm x 60mm sterling balloon catheter was advanced to pre-dilate the lesion. A 50% residual stenosis remained. The physician then an advanced the 6.0mm x 100mm sterling balloon catheter across the lesion and inflated the device an unspecified number of times using unspecified atms. A contrast study was performed and a 10cm dissection was noted distal to the lesion in the left sfa. The physician treated the dissection by inflating the 6.0mm x 100mm sterling balloon catheter to 3 atms for a "long inflation", and implanted two non-bsc stents (6mm x 60mm and a 6mm x 40mm) to complete the procedure. No further patient complications were reported and the patient's status is good.